Event description:
Procedure: fundoplication. According to the reporter: during the case, the shears were being used when a high pitched grinding sound was heard and the metal tip of the shear broke off. The small metal piece could not be located in the abdominal cavity. Used another device without further consequence. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Pt current status reported as recovering.

Manufacturer narrative:
(B)(4).